Event description:
It was reported that during surgery the serrated jaw broke off. No delay was reported and a backup device was available.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.